Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they thought their implant was in placed in a bad location for them. The comment seemed to be in relation to placing the recharger over the implant. Pt also mentioned they tried to charge their handset, but it did not charge past 56%. Agent transferred them to health care it to further troubleshoot the issue. Additional information was received from a patient (pt). It was reported that they were sent a new handset but it was the wrong phone. The patient noted it was nothing like the one they had before for it was two times the size and they could not get the case onto the phone. The patient was sent an a13 when their old handset was an a10e. Call was disconnected, agent attempted to call the patient back but got their voicemail. The patient called back in and repeated that they received a new handset a13. Patient services (pss) is working with repair for next steps. Pt is not with her handset at this time. Patient services (pss) is calling pt back in 1 hour. To review details. Pss made an outbound call to pt to explain that repair will be sending pt a new handset / communicator kit for her a10e because she received the incorrect handset. Pss reviewed the new handset kit would arrive (B)(6) 2024. Pt requested that someone contact her tomorrow to make sure she is able to pair to the new equipment and charge the ins. Additional information was received from a patient (pt). It was reported that they have had nothing but problems since this was put in. Patient stated they have a horrible time charging the implant and have never gotten it to 100% or gotten excellent quality. Patient stated that they sat for an hour yesterday and only got charged 10%. Patient noted the implant wound has healed perfectly and there is no swelling or bandages in the area. Patient stated they have a small belt and a large belt and neither fit. Patient stated that they can get the recharger to say "good" but then if they move at all they lose it. Agent had patient reset the handset and recharger. Patient was able to find good recharging. Patient noted if they move their hand off the recharger it "comes off." Agent reviewed with patient that the recharger works separately from the app, and the recharger is still connected and charging unless beeping is heard. Patient stated if they had known it would be this hard they would have never had the operation. Patient noted they saw their pain management doctor last week but he didn't know anything about this device. Patient stated a hurricane is coming in 2 days. Agent requested a medium sized belt from repair and encouraged patient to follow up with their healthcare provider for in person troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported tha the battery was put in too low. They just have to hold it low and lay down in order to charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.